Event description:
During transfer from shower stall to dressing area, shower chair had to be lifted up over board on floor in front of shower stall. In the process, the front 3 position t at side (sitting in chair) broke in multiple sections and side outer rail bottom came apart from 3 position t. Resident fell out on floor in shower room, receiving 4-5 cm knot on lt side forehead with raised area inside knot; small cut, abrasion on outside at elbow, shoulder, and lt side back. All with mult abrasion and all red.